Manufacturer narrative:
No crack at the pump case noted during visual inspection. However, the pump was received with a scratched case. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08530 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 10-sep-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 10-sep-2024 listed on smartsolve. Dailytotalcollectionstarttime = 09/10/2024 00:00:00.000. Dailytotalofallinsulindelivered = 125.125. Dailytotalofbasalinsulindelivered = 103.125. Dailytotalofbolusinsulindelivered = 22. In further full review of the pump history/traces on the customer's event date 11-sep-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date 11-sep-2024 listed on smartsolve. Dailytotalcollectionstarttime = 09/11/2024 00:00:00.000. Dailytotalofallinsulindelivered = 121.2. Dailytotalofbasalinsulindelivered = 103.2. Dailytotalofbolusinsulindelivered = 18. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 10-sep-2024 and customer's event date 11-sep-2024 in the formatted history file. Insert battery alarm was found on: 09/04/2024 21:28:57.000. 09/04/2024 21:31:25.000. 09/04/2024 21:31:35.000. 09/04/2024 21:31:48.000. Failed battery alert/battery failed alarm was found on: 09/04/2024 21:31:32.000. 09/04/2024 21:31:47.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 11-sep-2024 at 11:04:00 am. There was no power data available for the date of 04-sep-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay. Cosmetic damage at the pump case was not confirmed, however, other cosmetic damage was noted during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, headache, fatigue, blurred vision, dizziness, and hyperglycemia treated with an emergency room visit, and an insulin pump (subcutaneous insulin infusion). Troubleshooting was performed. The customer reported a blood glucose value of 500 mg/dl and the current blood glucose value was 278 mg/dl. The customer reported the following led up to the event was the high blood glucose. The event involved product(s) mmt-431ag, mmt-342, and mmt-1715k. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return was required for mmt-431ag. No product return was required for mmt-342. Mmt-1715k was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.